Event description:
(B)(6) male - (B)(6) 1955 - undergoing an attempted balloon angioplasty of left sfa stenosis procedure terminated due to damaged st. Jude 5-french sheath, which was torn apart with small part intravascularly then removed by surgical intervention on right groin with no damage to vessel. Normal blood flow to right posterior tibia and faint blood flow to dorsalis pedis. The 5-french st jude sheath was inserted into right common femoral artery using seldinger technique. Sheath flushed prior to insertion over wire. Then a rim catheter was placed to cross over into left common iliac artery. The glide wire was paced into the rim catheter down to the left sfa. Rim catheter removed then glide catheter down to left sfa. Then a supra core wire was placed inside the glide catheter down to left sfa. Glide catheter removed and attempt to remove the 5-french. St jude sheath was initiated, significant resistance and gradual pulling. Surgeon noted a tear inside sheath -via dye and fluoroscopy-. Attempts to remove sheath tip using balloon were unsuccessful. Vascular surgeon assisted in extending skin incision and sheath tip was successfully removed. Pt admitted for observation to ensure no complications.